Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing p-waves. The device was reprogrammed, yet continued to show intermittent undersensing. The device remains in use. No patient complications were reported as a result of this event.